Event description:
Information was received indicating that during a change out of a smiths medical portex® bivona® tracheostomy tube it was noted that the flange was tearing away. There were no reported adverse patient effects.

Manufacturer narrative:
One device was returned for evaluation.a split on the flange eyelet was observed upon visual inspection. The most probable cause of issue is that damaged occurred after the product left the shm facility. The manufacturing process was reviewed. All the inspections and verifications are being performed by the production personnel and verified by the quality inspectors. While no definitive root cause to the reported issue could be determined, this investigation revealed no intrinsic evidence to suggest a root cause related to manufacturing.